Event description:
Additional information was reported that the patient had pneumonia and was in the hospital. The patient was planning to get a replacement procedure when she gets out. Additional information has been requested, but was not available at the time of this report.

Event description:
It was reported that the patient had a loss of therapeutic effect, including loss of stimulation, which started about three weeks ago after the patient was in an auto accident. Impedances were in the 1000-1600 ohms range and nothing was seen on the x-ray. The device was programmed at 0.7 volts, c+2-, then was taken up to 6.35 volts with no response or side effects, and tried 3-0+ with no side effects. Multiple polarities were used with no side effects or therapy. Although impedances and x-ray did not show anything, could not program around it. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v810975, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).